Event description:
Primary stability achieved, no osseointegration. Immediate implantation, bone resorption, peri-implantitis, infection. Filling material was pressed between bone and implant and caused an inflammatory reaction.